Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to presses. The reporter indicated that the pump keypad was noted to be damage which had occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings:the pump keypad was found to be torn between the up and contrast buttons. The contrast button was observed to be intermittently responding but all other buttons were found to be working appropriately. The keypad was removed and contamination was observed under all of the keypad button contacts. Unrelated to the complaint, the pump display screen was observed to be dim, and discolored with a pinkish tint. Also unrelated to the complaint, the battery compartment was observed to be cracked at the top of the compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.